Event description:
A report was received that the patient underwent a pocket revision due to an uncomfortable ipg location. The ipg was working properly. The ipg was relocated and the patient was reportedly doing well after procedure.